Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 04/06/2020. H.6. Investigation: five 3ml integra syringes in fully sealed blister packs from batch 9232755 (p/n 305269) were received and evaluated. It was observed all five of the syringes had a small amount of hub damage where the shield connects to the hub. One of the syringes also had a small deformation on the top edge of the hub where it contacts the syringe. All five syringes were tested for leakage at the luer connection with no leakage observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during use the syringe is leaking at connection site with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: it was reported that the syringe is leaking around the needle and squirts out forcefully from the connection during use. These are used with lidocaine.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9232755. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-08-20. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the syringe is leaking at connection site with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: it was reported that the syringe is leaking around the needle and squirts out forcefully from the connection during use. These are used with lidocaine.